Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information was requested but unavailable: location of the burn? How was the burn treated? What is the patient¿s current condition/ status?

Event description:
It was reported that during a hysterectomy the shaft of the device burned the patient's skin, with a moderate blister burn, unknown degree. The burn was treated. It was not reported how the procedure was completed.

Manufacturer narrative:
(B)(4). Was this open or vaginal hysterectomy procedure? Unknown. Location of the burn? To left, superior to incision. How was the burn treated? (B)(6) cream. What is the patient¿s current condition/status? Patient released.

Manufacturer narrative:
(B)(4). Batch # r92c7g. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. There were no anomalies noted with the functionality of the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.